Event description:
Baxter reported that following a dialysis session, the home patient's mother noted a leak of liquid involving the superior external right angle of the cassette. Analyses carried out after the event were negative. No patient injury or medical intervention was associated with this incident per the international affiliate.